Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported self test error. Analysis confirmed the display lens is cracked. The ring is bent. Keyboard is scratched. One side bail cover is broken.

Event description:
It was reported by the biomedical engineer that hospital staff stated when the epg (external pulse generator) was powered on, a self-test error message occurred. Another epg was used. It was explained to the biomedical engineer how the error can occur and how to clear it. The biomedical engineer was able to clear the error and was going to return the epg to staff for use. The epg was then returned to the manufacturer, with a request to repair the display. No patient complications were reported as a result of this event.